Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient presented in clinic for follow-up and the device was reprogrammed. The patient experienced no symptoms related to this event.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up, and the device was far field r-wave oversensing, resulting in multiple inappropriate mode switches. Programming changes were recommended and will be made at next follow-up visit.